Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with an inoperable channel "select" key was confirmed by baxter personnel. This condition was caused by fluid intrusion into the pump. The keypad was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative channel "select" key. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92.